Event description:
The pt became tachycardic and complained of feeling hot two to three minutes into the treatment. The pt was afebrile. The pt's symptoms quickly subsided and the treatment was completed without further complication. This was the first of three reactions with this pt.